Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) remained on the delivery rod upon removal, and hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was performed in the vascular surgery department. The operator physician has many years of experience with the exoseal vascular closure device (vcd). A retrograde puncture was performed using a 6f non-cordis sheath introducer. The exoseal device was slowly retracted at an approximate 45° angle, and after the pulsatile backflow indicator stopped, the closure device was withdrawn about 1 cm further. Following the standard procedure, once the indicator window changed from black/white to black/black, the operator fixed the sheath with the left hand and pressed the plug deployment button with the right hand. The button could be pressed normally, and after holding for 5 seconds, both the sheath and closure device were withdrawn together. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) remained on the delivery rod upon removal, and hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was performed in the vascular surgery department. The operator physician has many years of experience with the exoseal vascular closure device (vcd). A retrograde puncture was performed using a 6f non-cordis sheath introducer. The exoseal device was slowly retracted at an approximate 45° angle, and after the pulsatile backflow indicator stopped, the closure device was withdrawn about 1 cm further. Following the standard procedure, once the indicator window changed from black/white to black/black, the operator fixed the sheath with the left hand and pressed the plug deployment button with the right hand. The button could be pressed normally, and after holding for 5 seconds, both the sheath and closure device were withdrawn together. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18417263 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) remained on the delivery rod upon removal, and hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was performed in the vascular surgery department. The operator physician has many years of experience with the exoseal vascular closure device (vcd). A retrograde puncture was performed using a 6f non-cordis sheath introducer. The exoseal device was slowly retracted at an approximate 45° angle, and after the pulsatile backflow indicator stopped, the closure device was withdrawn about 1 cm further. Following the standard procedure, once the indicator window changed from black/white to black/black, the operator fixed the sheath with the left hand and pressed the plug deployment button with the right hand. The button could be pressed normally, and after holding for 5 seconds, both the sheath and closure device were withdrawn together. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as the unit was received in a partially activated condition. Although full depression of the deployment lever was achieved without resistance, resulting in complete plug deployment, the deployment simulation test was not fully executed. A dimensional analysis of the delivery shaft inner diameter was conducted and the results were within specification. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18417263 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received with the deployment lever partially depressed and the plug partially deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. Although the device was received with the plug partially deployed, partial depression of the deployment lever most likely resulted in the partial deployment of the plug, especially since there were no issues noted when depressing the button the rest of the way during functional analysis and no anomalies noted to the internal mechanism. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.